Event description:
A report was received that the patient will undergo an explant procedure with unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure with unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the pocket site and prolonged ipg charging. The patient had a non-device related weight gain which caused the discomfort and charging issue. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm.